Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to the customer's blood glucose level. Tandem technical support performed a system check and confirmed that there was an occlusion. The customer will use insulin injections to manage diabetes.